Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). Despite due diligent attempts to receive further information regarding this event, no additional information was received from the customer. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Valve explant at implant is typically a result of inappropriate sizing, difficulty seating, distortion of the valve, valve displacement before/after frame expansion, and/or the patients anatomy, this is not a malfunction of the device. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
H11: additional manufacturer narrative: per response received by the reporter, the device is not available for return. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via implant patient registry that valve model 3300tfx21mm was explanted right after implantation due to unacceptable hemodynamics observed on echo after cardiopulmonary bypass decannulation. Reportedly, the issue was likely due to incorrect sizing. As reported, when the valve was implanted, a small obstruction of the coronary ostium was observed, however, it was decided to keep the valve. Once the patient was decannulated, an echo was performed and it was decided to restart the pump and replace the device with another valve of the same model but one size smaller (19mm). Reportedly, the patient presented instability due to the coronary obstruction. The procedure ended successfully and the patient was transferred to the ward. Unfortunately, approximately one (1) month after procedure, the patient passed away. As per surgeon response, the patient's death was due to patient conditions and not related to the valve or procedure.